Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A stomach perforation and peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient developed a stomach perforation and peritonitis. The patient was hospitalized for an unknown surgery. No treatment information available.

Manufacturer narrative:
(B)(4).

Event description:
The patient died because of her peritonitis. The cause of the perforation and peritonitis are unknown.